Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead was showing high impedances during a revision procedure . Subsequently, the lead was explanted and replaced which extended the procedure by 45 minutes. Issue resolved.